Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 occurred with multiple cartridges. Reportedly, the customer had not over filled the cartridge with insulin. Customer¿s blood glucose value was 203 mg/dl. Reportedly, a new cartridge was successfully loaded to address the event.